Event description:
It was reported that the patient experienced swelling at the implantable pulse generator (ipg) site and had difficulty charging the ipg following the initial implant procedure. The patient was able to charge at a certain angel with pressure applied, however, an ultrasound confirmed the ipg was tipping in the pocket. Therefore, the patient underwent a procedure where the ipg position was revised. The patient was recovering postoperatively.